Event description:
A report was received that the patient might have an infection at the battery site.

Manufacturer narrative:
Additional information was received that the patient had no infection.

Event description:
A report was received that the patient might have an infection at the battery site.